Event description:
It was reported that there was an aborted procedure. During the procedure, an opticross hd imaging catheter was selected for use. It was noted that dark image was displayed, and it did not improve even after adjusting the gain and restarting console. Because of this, the procedure was cancelled. No patient complications occurred.